Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the u.s FDA issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. (B)(4) the parameters were out of range for effective auto-threshold operations. Since the device remains implanted, the files from the programmer were reviewed. Auto-threshold function begins with a calibration phase in which measured values must meet certain requirements to insure effective operation of the overall algorithm. The files showed that not all of the requirements were in this case. The device operated as specified. In a case where the auto-threshold test fails, the device sets the pacing amplitude to 5v which is safe for the pt and may remain implanted. (B)(4). Conclusion: the auto-threshold function begins with a calibration phase in which measured values must meet certain individual and relative requirements to insure effective operation of the overall algorithm. Analysis of some of the returned pt files found that not all of the requirements were met in these cases, which would automatically result in the default high-energy pacing output if the auto-threshold parameter auto was programmed. Bipolar pacing (vs unipolar) and/or high effective lead impedances could be contributing factors. Auto-threshold might be programmed with either unipolar or bipolar pacing / sensing configurations, but clinical eval has demonstrated that bipolar polarity was less efficient (more calibration failures occur in bipolar configuration). This is due to the fact that with bipolar polarity settings the evoked response is lower than with unipolar polarity, therefore, bipolar is less efficient than unipolar (pacing or sensing). A simple way to check the "efficiency" of the function is a given configuration would be to program the configuration and the auto-threshold function to on, and then use a magnet. At the end of the magnet mode, the auto-threshold function would launch a new test, and the result could be checked immediately on the ECG. As proposed in some diagnosis panels, programming unipolar pacing and bipolar sensing should enhance overall capture measurement results.

Event description:
This MDR report is related to a single complaint referring to several different devices. The complaint was related to a specific feature which is available in both reply and symphony pacemakers. It was not related to a specific event / adverse event or specific pt. Reportedly, frequent over-estimation of the pacing threshold was observed when auto-threshold algorithm was programmed on. Some of the reported pacemakers were programmed with bipolar pacing/sensing polarity. All the devices were kept implanted.